Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavi procedure a manta closure device was deployed, hemostasis was not achieved, and a stent-graft was placed. Based on the information submitted, the technique and execution of the manta device were without complication, and the manta was deployed inside the patient. The root cause of the extended hemostasis requiring a stent is likely from a dissection. Dissections are a common large-bore procedural complication; therefore, it cannot be determined if a dissection occurred prior to or during the manta deployment. The IFU was reviewed and confirmed to identify the following potential adverse events related to the deployment of vascular closure devices: local trauma to the femoral or iliac artery wall, such as dissection; and failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the patient's artery was completely open, no hemostasis was achieved. Stent graft to close the artery.